Manufacturer narrative:
The device manufacture date provided in the initial report, submitted may 19, 2017, was incorrect. The correct device manufacture date is february 12, 2016. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. During follow-up communication, livanova (B)(6) reported that the device is currently still in use with no issues, and no specific actions were performed to resolve the issue. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Patient information was not provided. PMA 510(k): the heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the temperature on the patient side of the heater-cooler system 3t increased by one degree (from 19 degrees to 20 degrees celsius) after the cardioplegia cooling circuit was turned on during a procedure. The cardioplegia cooling circuit was set at 5 degrees celsius. After approximately 3 minutes, the temperature started to decrease. There was no report of patient injury.